Event description:
Miss-drill was occurred using target device. The surgeon had difficulty with drilling, but completed the procedure with manual adjustments.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. As per further details provided the whole construct was tested afterwards for functionality and verified to be working as intended. Based on above and since nothing was reported at the time of pre-functional check, which is required per IFU, the case is rather related to a sub-optimal intraoperative procedure and thus, classified as user-customer-user error. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.

Event description:
Miss-drill was occurred using target device. The surgeon had difficulty with drilling, but completed the procedure with manual adjustments.